Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's father reported that his (B)(6) year old daughter's blood glucose was (bg) reading ¿high¿ (> 500 mg/dl) on pdm (personal diabetes manager). The patient was feeling weak and vomiting. Patient went to emergency room (ER) and hospitalized. At the hospital, they removed the pod and activated a new pod. The medical staff instructed her how many units to inject through the omnipod pump. Her bg levels stabilized and she remained under hospital supervision and was released after about 3 days. In addition, the father also mentioned that they changed the pdm settings without consultation with her hcp (health care provider). Insulet¿s representative together with the doctor spoke with the parents regarding how to handle when high bg levels take place. It was emphasized that it is important to consult with healthcare provider before changing omnipod personal diabetes manager (pdm) settings. The pod was worn between 24 and 36 hours on the arm.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.